Event description:
The customer reported that the buttons on the arthroscopy shaver are not working correctly. No injury was reported for this event.

Manufacturer narrative:
Investigation results: the reported problem of the buttons not working correctly was verified. Further investigation found that the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.